Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient broke out in hives all over her body, torso, and buttocks from the 72r electrodes. The patient wore the electrodes 24/7 and changes them every 4-5 days. The patient did not use the covers patches. Zimmer biomet sent replacement 63b electrodes. The patient will wait for skin to completely heal and conduct timed test. The patient was advised to contact her doctor. It was later reported that the patient had seen a dermatologist regarding the hives in (B)(6). The patient was told to take benadryl and claritin as treatment. The patient said the hives have cleared up and she now uses the spinalpak for 6 hours a day.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
It was reported by the pt that she broke out in hives all over her body, torso, and buttocks. Pt wore them 24/7. Changes them every 4-5 days. No covers. Sending 63b electrodes. Pt will wait for skin to completely heal and conduct timed test. Also advised she call her doctor. New 63b electrodes were shipped to the patient. Update 10/28: I spoke with the patient who advised that she had seen a dermatologist regarding the hives in july and was told to take benadryl and claritin as treatment. The patient said the hives have cleared up and she now uses the spinalpak for 6 hours a day. No additional patient consequences have been reported. 72r electrodes were not returned for further evaluation.